Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens rotated approximately 22 degrees off the desired axis. The surgeon is not blaming the lens and, states the lens looked good after insertion and the amount of residual astigmatism that resulted was expected. No further information is anticipated.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation. Additional information requested by fax and mail on 09/09/2008 and by phone on 09/23/2008. A completed questionnaire will not be returned per physician. This report was mailed to FDA on: 10/04/2008.